Manufacturer narrative:
Concomitant medical products: pre-procedure: aspirin. Discharge ((B)(6) 2010): aspirin. Post-procedure: clopidogrel and aspirin. The product remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15045762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B)(4) study indicated that during the index procedure the patient had carotid artery stenting (cas) to his right internal carotid artery and was enrolled in the trial. Twenty one days later, he noted angioedema described as tongue swelling with some difficulty swallowing. He denies any difficulty breathing or any swelling of hands or feet. At that time, he was on lisinopril and was taken off it and started on steroids and benadryl with resolution of symptoms. Approximately two weeks later, he finished his steroid taper and had noted some tongue swelling that he had managed with benadryl. Approximately a month after the index procedure, two 50 mg tabs of benadryl did not relieve the symptoms so the patient presented to emergency room (ER). He denied any new medications at the time he was taken to the ER.

Manufacturer narrative:
The information received from the sapphire study indicated that during the index procedure, the patient had carotid artery stenting (cas) to his right internal carotid artery and was enrolled in the trial. 21 days later, he noted angioedema described as tongue swelling with some difficulty swallowing. He denies any difficulty breathing or any swelling of hands or feet. At that time, he was on lisinopril and was taken off it and started on steroids and benadryl with resolution of symptoms. Approximately two weeks later, he finished his steroid taper and had noted some tongue swelling that he had managed with benadryl. Approximately a month after the index procedure, two 50 mg tabs of benadryl did not relieve the symptoms so the patient presented to emergency room (ER). He denied any new medications at the time he was taken to the ER. The patient has scheduled an appointment with an allergist. Results are pending. Additional information was received that indicated the etiology of the angioedema is undetermined. It is possible that it is an allergic reaction to the stent. The patient continues to have mild intermittent angioedema, most recently on (B)(6) 2010. However, the patient has been self treating with benadryl when this happens and has not needed re-hospitalization. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15045762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 1 unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. At this time there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The etiology of the angioedema is currently undetermined. It was reported that it is possible that it is an allergic reaction to the stent. The patient continues to have mild intermittent angioedema, most recently on (B)(6) 2010. However, the patient has been self treating with benadryl when this happens and has not needed rehospitalization. The patient is scheduled to see an allergist on (B)(6) 2010.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.